Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper shaft of gear number two. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated it was unknown when the motor stall occurred. There were no known patient symptoms. The pump was replaced on (B)(6) 2018. The issue was considered resolved. The patient's medical history and weight were unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was unknown. It was reported that the pump elective replacement indicator was six months, but a motor stall was noted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned for (B)(6) 2018 to replace the pump. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. No further complications were reported.